Event description:
It was reported that the patient underwent a posterior cervical fusion at c-3 following the resection of a tumor. During which this absorbable hemostat was used and not fully removed after hemostasis was achieved. A collagen hemostat was also used during this case. One day post operatively the patient experienced pain and his four limbs became paralyzed. The patient underwent a second operation in which it was noted that the absorbable hemostat was placing pressure on the patient's spinal cord. At this time the absorbable hemostat that was left in place during the initial procedure was removed. The patient has regained the use of his extremities and has no residual sequelae.

Manufacturer narrative:
Conclusion: this complaint describes the use of the absorbable hemostat near the posterior cervical spine. The instructions for use clearly warns against using the product near bony foramina and indicates that the product must always be removed when used in proximity to foramina in bone, areas of bony confine, the spinal cord and/or the optic chiasm regardless of the type of procedure because surgical hemostat, by swelling may exert pressure resulting in paralysis and/or nerve damage.